Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the deep brain stimulation (dbs) patient was having difficulty charging their implantable pulse generator (ipg). The patient was educated on the recharging process, but the issue persisted. The patient underwent a revision procedure where the ipg was explanted and replaced and was doing well postoperatively.